Event description:
My breast implants caused so many health ailments. Made me so ill, I was on my death bed. Depression/anxiety, migraines/headaches, thyroid issues, eye dryness, fatigue, decreased immunity, breast pain, decreased weight feeling of unwell, flu like symptoms daily, fevers and the list goes on. I had my implants in for 3 1/2 years until I discovered what was making me so ill. I explanted on (B)(6) 2019 and immaculately am 100% better. No test determines breast implant illness. I wish it did. I spent more money trying to diagnose the problem since the FDA doesn't warn the patient of potential and harmful side effects of these toxic things. FDA safety report ID# (B)(4).